Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could feel "fibrillation" and that the implantable pulse generator (ipg) had premature battery depletion. The device remains in use. No further patient complications have been reported as a result of this event.